Manufacturer narrative:
It was confirmed by the service technician through functional evaluation the cable caused a bias current warning to be displayed. No external, physical damage was noted; however, high impedance was found upon further electrical testing. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.